Event description:
It was reported that the wireless module alarm for a check battery alert and smells burnt. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed a check battery alarm and corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The eval could not confirm a burn smell. The device was removed from service.